Manufacturer narrative:
(B)(4). The insulin pump was requested to be returned due to retainer field service notification. The insulin pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, damage display window cover, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer and partially broken reservoir tube lip are confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had clear retainer ring. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.